Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on (B)(4) 2014 and confirmed the reported event of inaccurate readings.

Manufacturer narrative:
(B)(4). Evaluation of the returned receiver (stk-kd-001/(B)(4)) that was being used during the reported was visually inspected and no defects were found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. Therefore, the reported issue of inaccurate blood glucose values could not be confirmed.

Event description:
Patient's father contacted dexcom technical support on (B)(6) 2014, to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2014. The patient's father did not enter finger stick values promptly and accurately. At time of contact, the patient's father did not report injury or medical intervention.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on (B)(6) 2014 and confirmed the reported event of intermittent audio output.